Manufacturer narrative:
Additional information added to b5, d11 and h10. B5: upon follow-up, it was reported that the antibiotic treatment was stopped and the patient was recovered from the peritonitis event. D11: catheter (unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1g, ongoing, intraperitoneal, frequency not reported) and vancomycin injection (2g, ongoing, intraperitoneal, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.